Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, the talent bifurcate had migrated distally. A secondary intervention was performed and another manufacturer&#38112;fenestrated stent graft was implanted (right renal artery and sma were the fenestrated vessels), resolving the event. The cause of the migration was most likely due to disease progression; neck dilatation. No additional clinical sequelae were reported and the patient is fine.